Event description:
Pt called lfs in 2/2004 alleging the meter would not power on while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The pt did visit their physician. No treatment was given, the physician only advised the pt to call lfs. The meter was replaced for the pt. No further info has been reported.